Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, non-sustained rv oversensing was observed due to possible lead damage on either lv or rv lead. Both leads were implanted in 2006 and recommended to be replaced. The patient was stable.

Event description:
Additional information received indicated that the patient was asymptomatic prior to the event and currently being monitored remotely.